Event description:
Product was provided for inspection. An external visual inspection was performed and failed. Nordic bluetooth pairing test was performed and passed. As previously reported, no data was provided for evaluation. The allegation and the probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness at the grocery store. An ambulance was called and when a fingerstick was taken by the paramedics the cgm reading was 5.7 mmol/l, and the blood glucose reading was 1.8 mmol/l. The patient was treated with tropicana juice and a vitamix sugar drink. When the patient regained consciousness, they refused to go to the hospital. A fingerstick taken after treatment showed a blood glucose reading of 4.8 mmol/l. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.